Event description:
It was reported that the patient was hospitalized after suffering a stroke and renal failure, when intermittent capture, increased atrial impedance from 400 ohms to 1100 ohms, and increased thresholds were detected. The device was explanted and replaced. It was further reported that the patient expired two days later due to complications from the stroke and renal failure.